Event description:
We've encountered another critical problem with the alaris pumps. Most flolan -epoprostenol- orders cannot be run within the alaris guardrails. The problem is not with the guardrails themselves, but with the pc units. Flolan is generally prepared as 0.5 to 1.5 mg mixed in 50 to 100 ml of diluent. -5,000 to 30,000 nanograms/ml - doses range from 0.5 to 50 nanograms/kg/minute. When you enter the drug amount and diluent amount into the pc unit, the concentration gets calculated in terms of the dosing units. So for flolan it calculates the infusion concentration in nanograms/ml. However, for some reason the pc unit will only accept concentrations of 4 digits. That means if you try to enter 1 mg in 50 ml, the pump will give a "maximum concentration exceeded" error because the concentration is 20,000 nanograms/ml and the pump will only accept up to 9,999 nanograms/ml. The only way to avoid this would be to change the way the flolan is ordered/dosed from using nanograms to micrograms. However, since the doses are so small, we would then run into the digit limits of the guardrails editor which would not allow a minimum parameter of 0.0005 micrograms/kg/min. - equivalent of the current value of 0.5 nanograms/kg/min- also, all the literature specifies flolan doses in nanograms, so trying to change prescribing habits to dose in micrograms would certainly cause dosing errors.